Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was exhibiting decreased sensing measurements and no capture. An x-ray confirmed that the lead had dislodged. It was noted that this patient had twiddlers syndrome. A revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.